Event description:
The manufacturer received information alleging,cough,shortness of breath,headache,nausea,congested,irritated eyes,inconsistent humidity. Device has strange odor that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough,shortness of breath, headache, nausea, congested,irritated eyes,inconsistent humidity related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 12, 2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough, shortness of breath, headache, nausea, congested, irritated eyes, inconsistent humidity related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed unknown oily contamination on flip lid assembly. Unknown oily contamination on top of humidifier enclosure. White and brown dust-like contamination, throughout humidifier enclosure. Unknown white and tan dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seal. Possible insect infestation inside water tank. Unknown white and brown dust-like contamination in the iso port (international organization of standardization). Also, unknown build of material on bottom of iso port. (International organization of standardization). The contamination found in the humidifier enclosure are considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 10 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and was not able to confirm the complaint, or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.